Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported via the clinical study database that this patient was admitted to a local hospital with complaints of epistaxis and hemoglobin level of 6.8 g/dl the patient was transfused two units of packed red blood cells (prbc's) but hemoglobin levels continued to trend downward. The patient was transfused again. The epistaxis reportedly continued and on (B)(6) 2016 a sterile compressed sponge was applied to the site. The patient subsequently developed melena and was transfused again. Although occult blood was suspected, gi workup was negative for bleeding. The patient was unable to undergo endoscopic procedure due to elevated inr levels (5-6). The last report received indicated that the patient remained hospitalized and the issue is still not resolved.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported via the clinical study database that this patient was admitted to a local hospital with complaints of epistaxis and hemoglobin level of 6.8 g/dl. The patient was transfused two units of packed red blood cells (prbc's) but hemoglobin levels continued to trend downward. The patient was transfused again. The epistaxis reportedly continued and a sterile compressed sponge was applied to the site. The patient subsequently developed melena and was transfused again. Although occult blood was suspected, gi workup was negative for bleeding. The patient was unable to undergo endoscopic procedure due to elevated inr levels (5-6). With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's history of smoking and anticoagulation therapy/ management, and supratherapeutic inr levels. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event.